Manufacturer narrative:
The issue was resolved for the customer by replacing the unit.

Event description:
It was reported by service report that there was water on the internal board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that there was water on the internal board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.